Event description:
A healthcare professional reported that during an angioplasty, an enterprise2 4mmx30mm vascular reconstruction device (encr403012, 9508485) was impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. Additional event information received on 18-aug-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty, an enterprise2 4mmx30mm vascular reconstruction device (encr403012, 9508485) was impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. Additional event information received on 18-aug-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx30mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. A functional test was attempted. The enterprise system was connected to a lab sample microcatheter and syringe. When the system was flushed, the stent was attempted to get advanced through the microcatheter; however, high resistance was met. Inspection under the microscope revealed that the delivery wire was separated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded is confirmed based on the broken condition found on the distal end of the delivery wire. It is suggested that excessive force could had been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the broken condition of the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.